Event description:
It was reported a balloon ruptured during dilatation of a wall stent in a transjugular intrahepatic portosystemic shunt dilatation procedure. Significant resistance was encountered upon removal of this balloon catheter. Continual exertion against resistance resulted in a segment of the balloon detaching in the pt. Retrieval of the balloon segment utilizing a snare was uneventful. This device was received, evaluated and retained by this MFR. The engineering eval indicated the distal 4 centimeters of balloon material was detached and not returned for eval. Adhesive was located on the catheter shaft, however, the distal bond was not present. The remaining balloon material was scratched and wrinkled. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon catheter. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface. Co's follow up revealed that significant resistance was encountered during withdrawal of this balloon catheter. It was also indicated this balloon catheter was inflated without the benefit of a pressure gauge. Therefore, co believes these factors contributed to this event and do not attribute it to the device. Co's directions for use state: "medi-tech xxl balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of narrowed segments in the iliac and femoral arteries in the peripheral vasculature...any use for procedures other than those indicated in these instructions is not recommended...it is essential that a pressure gauge (medi-tech catalog number 15-103 or its equivalent) be used to monitor pressure within the balloon to determine that adequate dilating force is applied while not exceeding the maximum limits of the product...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do no reinflate and remove carefully."